Manufacturer narrative:
The reported complaint is not confirmed as a complaint sample has not been received for MFR eval. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. On submission of the completed eval for local review, the third party carrier's website was reviewed; there is no indication that the (B)(4)-provided shipping materials have been used to return a complaint sample. In the event a complaint sample is received, the complaint will be reopened and updated.

Event description:
A hemodialysis user facility reported that during treatment, a blood leak occurred. The leak was reported to be an internal leak. The blood leak was visually observed in the dialysate. No damage was identified on the dialyzer. The machine did alarm. Blood test strips were used and tested positive. Estimated blood loss was 150ml. The patient had no adverse effects and no medical intervention was required. The patient did not complete treatment. The leak was identified 3.5 hours into treatment and only 25 mins remained. The sample was requested, but not returned by the user facility.